Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) unit was not showing battery capacity. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found power supply of the machine is suspected to be defective. The fse replaced the power supply of the machine and found that the machine is showing battery capacity. All tests passed. The equipment was returned to customer in good working condition.